Event description:
Please refer to initial MFR. Report #9611500-2019-00154.

Manufacturer narrative:
The dispatched fse could confirm that the workstation was in a locked-up state. It was impossible to download logs from the device. After a reset of the entire device the cpu of the ventilation and gas dosage control subsystem (vgc) was replaced as a precaution. A new software image was uploaded, the device was completely tested against specifications, found fully compliant and was returned to use. The replaced cpu of the vgc was returned to the manufacturer, installed into the periphery of a lab device and subject to intensive testing. The device however exhibited no failure in an endurance run and passed all tests. Since a log file excerpt covering the relevant period wasn't available and the fault condition could not be duplicated with the replaced hardware, a reliable conclusion in regard to the potential root cause is not possible. If such error occurs the device shuts down automatic ventilation and issues an alarm to alert the user. Manual ventilation with the built-in breathing bag remains possible.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that the device shut down during a case. When the customer power cycled the unit it was stuck at the "running man" screen. There was no patient injury.